Manufacturer narrative:
Release cross bar.

Event description:
It was reported by service report that the breakaway head section was not functioning. There was patient involvement but no adverse consequences were reported.